Event description:
It was reported that during an unknown procedure, there was continuous leakage of co2 from the trocars. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the b12lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution.